Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) double curve was positioned and three watchman laa closure device & delivery system (wds) were used during a left atrial appendage (laa) closure procedure. Prior to implanting the 24mm closure device, two closure devices were previously deployed and recaptured. A 21mm closure device was deployed and it was partially recaptured once followed by a difficult full recapture. After the third device (24mm) was successfully implanted, a pericardial effusion was discovered. The effusion was watched until the patient's blood pressure began to drop for which they performed a transthoracic echocardiogram (tte) and noticed an increasing effusion. At this time, a pericardiocentesis was performed to drain 300 ml of fluid to stabilize the patient. The patient stayed in the intensive care unit (ICU) over night and was discharged home the next day. No other complications were reported.